Event description:
New information noted that the patient presented to the hospital for an operation. No changes or interventions were performed. The patient was in stable condition.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that delivered non-sustained right ventricular oversensing (nsrvo) episodes for potential t-wave oversensing. No changes or interventions were reported. The patient condition was unknown.